Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2018-10283. During an in clinic follow-up, the patient had experienced several episodes of inappropriate therapy due to noise on the right ventricular (rv) lead. Additionally, it was not possible to interrogate the device, but the device had entered backup vvi mode due to the episodes of inappropriate therapy. High voltage therapy was deactivated until a device replacement could be performed. X-ray imaging was performed and revealed no insulation damage on the rv lead. The patient was hospitalized and the device was explanted and replaced. The rv lead remained implanted in the patient and the patient was stable following the procedure.

Manufacturer narrative:
Manufacturer report 2938836-2018-10283, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
Related manufacturer report number 2938836-2018-10283 is associated with an ide product and therefore was not reported.

Event description:
Additional information was received indicating that the right ventricular (rv) lead was capped and replaced with a non-abbott lead.